Event description:
The consumer reported using the product for six hours on her left shoulder. When the patch was removed, the consumer described skin removal and burns in area worn resulting in some scarring/keloids. The consumer went to the clinic and was given silver nitrate cream, told to keep area clean and to take tylenol for pain.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.